Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-40-user's test strip had poor fill. Test strip. (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. Customer stated her husband has also used the meter and obtained lo. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of lo and e-2 using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/23/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: lo display. Customer called in and stated that her meter only reads lo display.